Event description:
A pt received lithotripsy treatment on 12/2000 for 10 mm upper ureteral stone, 3500 shock at up to level 6, analgosedation. Sonographic uneventful control after 2 days. Discharge in fairly good status. Pt was rehospitalized 7 days later in poor cardio-pulmonary status. CT revealed hematoma (subcapsular, perirenal, max. 500 ml). Status worsened. Status could not be stabilized and pt died for myocardial infarction.